Event description:
During a total knee replacement, one of the teeth on the saw blade broke off. X-ray confirmed there was nothing left in the surgical site. However, the facility does not have the broken tooth. The saw blade was used with a new jig. No injury reported.